Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the imaging system could not perform fluoro image acquisitions. It was reported that the user attempted to perform an acquisition when the gantry was docked. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.